Event description:
It was reported that this patient went to the emergency room after experiencing chest pain, abdominal pain and bradycardia for approximately three days. Loss of capture at 4v was determined in right ventricle. CT scan performed, determined no perforation has happened, and lead revision was performed morning after. The fluoroscopy image just prior to repositioning the lead did not show a gross dislodgment. The lead was successfully repositioned on the septum. Patient tolerated well. It was planned to discharged the same day. No pain since repositioning. No further adverse effects were reported.